Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf has no allegations reported. After review of medical records, it was reported that the patient presented with a several day history of pain and fever. Laboratory values were obtained which showed a normal crp rate, a slightly elevated esr which was only elevated at baseline and leukopenia with a white blood cell count below normal. The surgeon performs a formal irrigation and debridement of the hip since her systemic lupus and immunosuppression made laboratory values and cultures as well probably unreliable. Along with I&d, the head and liner were revised. Revision notes reported, there was no purulence, no necrotic tissue, nothing to look infected. Doi: (B)(6) 2013; dor: (B)(6) 2013; right hip. Please see (B)(4) for the left hip.